Event description:
Th customer reported the system displayed a generator error. This error could cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.